Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported the patient was implanted with an advance sling. The patient complained of urgency and stress incontinence that was worse than when the sling was originally implanted. The advance sling was removed and replaced with an alternative incontinence device. No additional patient complications have been reported in relation to this event.